Event description:
It was reported that the patient¿s is on his third implant and that the patient¿s body rejected the devices. Additional information has been requested but was not available as of the date of this report. Please refer to manufactures report # 3004209178-2013-16570 for additional information on a related event.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).